Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 he/she received the following readings from their adc blood glucose meter, which were higher than a subsequent reading obtained at a hospital: 448 mg/dl at 10:10 am and 426 mg/dl at 10:30 am. It was further reported the customer experienced "dizziness, sweating, shaking and blurred vision". Customer self-presented to a local healthcare facility where a reading of 36 mg/dl was obtained on a competitor's meter at 12:30 pm. The complaint also mentions a "lab" comparison, but no additional readings were provided. Customer was diagnosed with hypoglycemia and treated with a glucagon injection, in addition to receiving "glucose serum, venous injection". There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.